Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. The analyst noted that since (B)(6) 2015, there were 520 atrial sensing integrity counts per day. Some atrial oversensing was observed. (B)(4).

Event description:
It was reported that the electrogram tracings showed mirror images for the right ventricular (rv) and right atrial (ra) leads that appear like oversensing noise. Silicone lead on lead abrasion was suspected. Both the leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead exhibited numerous sensing integrity counter (sic) counters. Reprogramming was performed to decrease sensitivity for the rv and ra leads. Both leads were later capped and replaced. Also, it was reported that the implantable pulse generator (ipg) device exhibited premature battery depletion. The device was explanted and replaced. It was further reported that the new lead was attempted to be implanted, but as the lead exited the distal portion of the sheath, it was noticed the helix was completed extended. The helix was retracted and re-extended, however, it took more than the traditional number of rotations to extend and retract. The physician was concerned that the fixation mechanism had been compromised. The lead was not implanted and it was replaced with another lead. No patient complications have been reported as a result of this event.